Manufacturer narrative:
Field service report stated user describes fos out of range after several hours of proper operation. Eval: field service tech could not reproduce symptom. Fiberoptix sensor board and connector were replaced. System functional-checked ok.

Event description:
Info submitted by a call report. It was reported that a phone call was received by clinical on call (coc), where clinician stated the pump was pumping correctly using fiberoptix sensor (fos) arterial pressure (ap) in autopilot. Clinician stated fos ap weak message on screen directing her to call. Fos status showed low light (ll). Coc explained that light signal between pump and catheter is less than optimal, but since pump is still using fos ap, it was enough for pump to use. It was verified that central lumen was transduced in case pump; can no longer use fos, it would default to transducer. Clinician stated pump was occasionally pausing for a few beats. She explained pump would reassess rhythm every 20 minutes and drop a few beats. Received call direct to call phone at 6:14 pm est from clinician. She stated pump was pausing more frequently and longer intervals (approx 5 seconds). Clinician performed a manual purge with no change; fos status remained ll, alarm code 12, which indicated fos connection problem. She stated pump paused a few times during call. No ectopy, heart rate or rhythm change. Clinician was instructed on how to switch over to another pump. Manual calibration performed on second pump; no alarms, light bulb white and fos status is now okay. Instructed clinician to remove original pump and send to service to biomed.